Manufacturer narrative:
Device evaluation summary: device evaluation of battery/charger modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the power supply connector was bent, preventing it from connecting to and powering up the battery charger/modem. The root cause the bent power supply connector could not be positively identified but was likely physical abuse. No adverse event resulted from the bent power supply connector.

Event description:
A us dist contacted zoll to report that a battery charger/modem would not power on.